Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 18 mmol/l (324 mg/dl) while wearing the pod for longer than 72 hours. The patient reported that the cannula dislodged from the infusion site and that there was irritation at the pod site. The patient also reported swimming 3 times a week, but did not specify if this was related to the alleged pod issues being reported. Information on treatment was not provided.